Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, a pinhole in the breathing bag was found. Air leakage was observed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Four (4) pictures were attached, during the analysis conducted it could be observed a top view of circuit breathing product whit a bag which is present tears and damaged on it. Visual inspection results: sample was received torn, to determine the confirmation of the complaint, see the complete investigation and the other analysis section. As part of the investigation, 20 samples were taken to see there is any condition could cause torn breathing bags: sharp edges on the workstation: the test consisted to evaluate if the condition of the binders of the process can be damage / broke the breathing bags. Packaging tested: the test consisted to evaluate in this process if the unit can be damage due stuck. Conclusion: it is concluded that failure reported could not be reproduced in the manufacturing process according to the analysis mentioned above. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. Therefore the damage (broken) was produced after the product left the manufacturing facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.